Manufacturer narrative:
(B)(4). Per specification, there is a 100% inspection confirming (B)(4). In addition, an IFU is supplied with this device that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. A visual examination revealed the check-flo valved had separated from the sheath and the flare was too small. While this complaint is relevant to the scope of a CAPA (corrective action/preventative action) for proximal fitting separation from sheaths, this CAPA was issued at management discretion prior to the receipt of this complaint. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.

Event description:
The check flo hub popped off of the sheat. Although a lot of bleeding occurred, the patient did not experience in adverse effects. This occurred on two separate occasions, same lot# (also reference 1820334-2011-00165). A foreign object did not have to be retrieved from the patient and no additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.